Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer got insulin flow blocked alarm. Troubleshoot was performed. Customer reports event was resolved by changing complete set. Customer's current blood glucose value was 191 mg/dl and the blood glucose was 500+ mg/dl at the time of incident. Troubleshooting was performed. The customer admitted to hospital on (B)(6) 2018 morning. The blood glucose value when admitted to hospital was 280 mg/dl. The customer complained about diabetic ketoacidosis. The customer wearing the pump at time of hospitalization. The product was not returned for analysis.